Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tenaculum forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint of "cables were broken." Failure analysis found the primary failure of broken pitch cable to be related to the customer reported complaint. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was missing from clevis. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. Failure analysis also identified an additional observation that was not reported by site and not related to the reported event. The instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.068¿ - 0.232¿ in length and were not aligned with the tube axis. The root cause of scratch marks /abrasions on the instrument main tube is typically attributed to mishandling/misuse. A review of the instrument log for the tenaculum forceps (part # 470207-10/serial# (B)(4)) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2021, on system sk3159. The instrument had 0 uses remaining after this use. In addition, a review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was submitted to isi for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: the customer reported complaint does not itself constitute an MDR reportable event; however, a broken pitch cable was identified during failure analysis. This instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. Although no patient harm occurred, if this failure were to recur it could likely cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the wires of the tenaculum forceps instrument were broken, and the tip was bent although there was not an event which hit the instrument. There was no report of fragments falling inside the patient. A similar backup da vinci instrument was used and the procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the jaws were not stuck on tissue when the issue was identified. Information regarding patient demographics, relevant testing, and medical history was requested however, the reporter was not able to provide that information.